Event description:
The hospital reported that vasoview hemopro 2 scope could not be advanced through the shaft.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, b5, d9, g3, g6, h2, h3, h6, h11, h12 corrected sections: h6--health effect ¿ impact codes corrected from "4648" to codes "2199" and "4629" h6--health effect ¿ clinical code corrected from code "4580" to "4582" the device was returned to the factory for evaluation on 09/13/2024. An investigation was conducted on 09/30/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the either the intact cannula and intact c-ring and intact harvesting device jaws or heater wire. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. The toggle on the cannula was manipulated to retract and extend the intact c-ring. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem-endoscope" was not confirmed. The lot # 3000384627 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 scope could not be advanced through the shaft. A new device was used to complete the procedure. There was no delay. There was no patient harm.